Manufacturer narrative:
No product will be returned by eval.

Event description:
On (B)(6) 2011, pt reported having difficulty inserting the infusion sets. Pt stated he did not have any preparation issues and no leaking issues. Pt reported experiencing elevated blood glucose readings as high as 500 mg/dl. Pt's normal blood glucose range is 90-120 mg/dl. Pt stated, he changed his infusion set and tried to bolus to bring his blood glucose readings back down. Pt reported, the infusion set cannula had multiple bends in it upon removal. Pt manually inserts the infusion sets. Pt stated, he has had the bending issue twice in the last week. Pt reported, he noticed the issue with within the next few hours after inserting a new infusion set. Pt discarded the alleged infusion sets. On call back on (B)(6) 2011, pt reported, his blood glucose levels have returned to normal range. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.